Event description:
MFR received an implant card reporting that the vns pt had surgery where the lead and generator were replaced due to a lead discontinuity. Attempts to obtain add'l info are underway. Attempts to obtain the explanted devices are also underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.